Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the device not being the same was due to the patient having to retrain their adaptive stimulation (as). The manufacturer representative that initially there was a concern with the device/therapy, but eventually everything looked good and the patient was getting good coverage. The patient had their device reprogrammed on (B)(6) 2018. It was noted that the issue had been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and rsd/causalgia-complex regional pain syndrome. Information was reported that a patient had called and she had a CT scan myelogram a couple months ago, and stated her spinal cord stimulator (scs) had not been the same since. She is having to adjust her scs more than usual. Last time she had it adjusted was after implant and was great since then and before the CT. The rep will be meeting with her at the end of the month to connect to device. No further complications were reported. No additional patient symptoms were reported.